Manufacturer narrative:
.

Event description:
It was reported that the surgical team experienced difficulty in using the instrumentation which extended surgery time 30-60 minutes.

Event description:
It was originally reported that the surgery time for this event was extended 30-60 minutes. However; corrected information has been received stating that surgery time was not extended and there was no injury.